Event description:
Pt had right radial angiography. Pt to ER in 2003 with swelling and tnederness to right radial cath site. Cath was done 2 weeks before. Required radial artery exploration and resection of infected pseudoanuerysm. Pt required IV antibiotics. It was noted after 4 pts total developed this reaction; the possible source/cause was the catheter.